Event description:
Pt was revised to address subsidence of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported event; however, no evidence was found that suggests product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.